Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the device.

Event description:
(B)(4). It was reported, that the perfusionist initiated cpb (cardiopulmonary bypass) and 1 minute later she received an error with a continuous tone that caused the pump to cease working. The perfusionist immediately started to hand crank for 3 minutes while a backup rotaflow was made available. It was also reported, that the patient was without support for 45 seconds. It was reported the patient was weaned from bypass successfully. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 08:25 am (gmt-5:00) added by (B)(6) ((B)(4)): a maquet field service technician evaluated the device. The failure could not be reproduced. It was reported, that the rotaflow-console was operated for two weeks with warm and cold starts and that the unit never alarmed or showed any errors. It was also reported, that circuit boards and internal connections were inspected and that no deviations were found. It was reported, that preventive maintenance, functional test and safety check were performed successfully. Based on the available information to the manufacturer at this time no malfunction of the device can be confirmed.

Event description:
On (B)(6) 2016 08:21 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4).